Event description:
It was reported that an arteriotomy closure of an unspecified access site was attempted with a prostyle device after an unknown procedure. Reportedly, the prostyle did not advance over the guide wire. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
D4- a partial UDI was provided as the lot number is not known. The device was not returned for analysis. A review of the manufacturing records and complaint history could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.